Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced chronic severe pain, infection, lower urinary tract obstruction and urinary retention, constant pulling sensations across pelvic area, foul odor, mesh erosion, dyspareunia, increased stress urinary incontinence, vaginal infections, obstruction of the bladder neck. Patient had revision surgery on (B)(6), 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.